Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 24. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with poor oral hygiene and inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, abscess and inflammation. No further patient complications were reported.